Event description:
The company was informed that the pt underwent a radial mastoidectomy surgery due to a cholesteatoma near the electrode array. The pt's electrode was cut and the device explanted during the surgery.